Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product was returned for evaluation. The complaint confirmation of receiver overheating could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver failed to charge and reboot, due to the receiver not turning on. Receiver log download and functional testing were unable to be performed due to the receiver not turning on. The receiver battery was replaced with a known good battery and it still failed to turn on. The receiver case was opened for an internal visual inspection and it passed. Through troubleshooting, a u6 power regulator overheating upon touch with low output impedance at tp1 was found. The allegation was confirmed. The root cause was determined to be a defective u6 at the main board.